Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump. It was reported that the patient's entire system had been removed due to infection on (B)(6) 2018. No further issues were reported or anticipated.